Event description:
On (B)(4) 2011, customer reported that they received one broken cartridge of triglyceride reagent. Customer stated that the cartridge leaked from compartment b. Based upon the photos provided by the customer, the leak occured at the bottom seam of the cartridge. No injury was reported. It was decided that an MDR should be filed because this reagent contains animal origin material, and upon recur without proper protection, it could be potentially infectious.

Manufacturer narrative:
(B)(4).